Event description:
Per company representative and contact, during the procedure the snare loop was twisted like a fiqure 8 as it exited the distal end of the scope. The snare had not been pretested. The snare was used in this condition and the polyp was sliced in half causing bleeding. The polyp characteristics were 8mm sessile ascending colon polyp. Epinephrine was injected into the patient to stop bleeding. Another same device (unknown lot number) was used and worked as intended. Patient was stable and discharged. No post-procedure complications were reported.